Event description:
It was reported that an uneventful novasure procedure was performed on (B)(6)2010. A post-ablation hysteroscopy demonstrated a cauterized endometrial surface with no evidence of perforation and the patient was discharged home. On (B)(6)2010, the patient was admitted to the hospital with "nausea, vomiting, severe abdominal pain and evidence of sepsis: fever, white blood cell count of 1, and elevated serum lactic acid". A computed tomography (CT) scan indicated a "probable bowel perforation". An exploratory laparotomy was performed which noted a uterine perforation at the fundus just to the right of the midline and a thermal injury with perforation on the ileum. A hysterectomy and small bowel resection with reanastomosis was performed. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of the novasure system cannot be completed. Lot number not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc). According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in associated with the use of the novasure system: infection or sepsis. (B)(4).